Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator gave AED mode voice prompts while user attempted to perform manual defibrillation at 200j on a patient. There was no negative patient impact.